Manufacturer narrative:
(B)(6). Initial reporter occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was set to infuse 100ml total volume at a rate of 2.2. There was 22ml left in the bag (1,100mg that the patient refused). The medication was primed through the pump. A closed system drug transfer (cstd), ch2000sc was connected at the end of the line that connects to the patient. The following are used to draw up, and push the medication into the cassette: cl2000sc, cl3534, and cl2100. There was no patient injury.